Event description:
It was reported that a few weeks after implant, the patient had chest pain and an inappropriate shocks. It was determined that the lead had perforated the ventricle, so a revision was performed where the lead was explanted and replaced. The lead will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was fully retracted with no signs of damage. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. An x-ray was performed and indicated that the conductors were intact and crimp sleeve was in the correct location. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported shocking sensations or perforation of the vessel.

Event description:
This report is being filed with analysis details.

Event description:
It was reported that a few weeks after implant, the patient had chest pain and an inappropriate shocks. It was determined that the lead had perforated the ventricle, so a revision was performed where the lead was explanted and replaced. The lead will be returned for analysis. No additional adverse patient effects were reported.